Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, it was noted that rv lead noise causing inappropriate high ventricular rate episodes and brief atrial inhibition. Patient was stable and most likely symptomatic to brief true supraventricular tachycardia (svt) episodes, not inappropriate high ventricular rate episodes. There were a few high v-rate episodes that exhibited true svt, but the majority were inappropriate. Programming change were made to eliminate rv oversensing of noise. Rv lead is inactive.